Manufacturer narrative:
The company rep observed that the "main switch" was off. He turned it on and plugged the iabp in. He explained to the staff that they should place a call to service that iabp at their earliest convenience to have the sc300 serviced. The customer was satisfied with the help he received from maquet during this event. Manager of compliance attempted several times to speak to complain contact and biomed engineer via phone for info on whether the customer had any further problems with the same iabp. All attempts were unsuccessful. (B)(4).

Event description:
The customer reported that prior to use in use on a pt, the iabp would not power up. The pt was switched to another iabp and therapy was continued. No pt injury was reported.